Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non calcified and moderately tortuous right common iliac artery. After a non-bsc guide wire was used to cross the lesion, an 10mm-4cm epic stent was deployed. A 7.0mmx20mmx135cm (4f) sterling balloon catheter was used for post dilatation. Upon first inflation at 8 atmospheres, the balloon ruptured. The balloon was removed from the patient. There was no kink prior to use and no resistance during the procedure. The procedure was completed with a 7mm-2cm non bsc balloon catheter. No patient complications were reported and the patient¿s status was good.